Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: review of the black box data revealed power on reset events recorded in relation to the clearing of alarms. On examination, the battery compartment was noted to be cracked below the grip pad. The pump case was also cracked in the right-hand corner of the display area. The returned battery cap was able to be fully tightened to the pump. The pump powered on and was exercised for 24 hours without any power issues or alarms. A leak test was performed and confirmed a leak in the pump case. The pump was opened for investigation and revealed evidence of moisture contamination inside the pump. Unrelated to the original complaint, the display was noted to be dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue; moisture behind the display lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.